Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
Patient had a primary total hip (B)(4) 2017. Patient fell on or about (B)(6) and sustained a periprosthetic fracture. She was admitted to the hospital through the ER. Implants were removed and replaced with a cone conical stem. Operation was successfully completed.